Manufacturer narrative:
Radiometer have checked all of the available reference samples in visual inspection. All reference samples within specification. Corrosion on the needle has not been observed. Production documentation of the affected lot was checked, and found no deviations. 11 defective samples delivered and checked under visual inspection. On samples there is foreign matter on samplers needles. After opening the bag with samples, a chemical odor reminiscent of chlorine immediately emerged. Chlorine is not used at any stage of radiometer production process. Hence, the root cause could be due to exposure of chemical agent containing chlorine after production process.

Event description:
According to the complaint, on (B)(6) 2024, as the nurse was preparing to perform a blood gas analysis test on a patient, she checked the safepico (lot number: na01) and confirmed that it was airtight and within its expiration date. However, upon opening the package and rechecking the device, the nurse found that the needle of the safepico was rusty. The rusty needle was not used for treatment.

Manufacturer narrative:
Radiometer have checked all of the available reference samples in visual inspection. All reference samples within specification. Corrosion on the needle has not been observed. Production documentation of the affected lot was checked and found no deviations. 11 defective samples delivered and checked under visual inspection. On samples there is foreign matter on samplers needles. After opening the bag with samples, a chemical odor reminiscent of chlorine immediately emerged. However, the investigation is still ongoing and hence the root cause is not identified yet. On 2024-07-15 radiometer decided to recall the affected lot (na01). The lot was not distributed to the us, and hence the us is not affected. Due to the suspected root cause, the stock recovery is only affected in china.